Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 3 segments. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the surgery. All fragments were received for analysis. The insulation was, apart from the present cuts, free of injuries. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
A trend of lv lead threshold elevation and increased lead impedance were reported. The lead was explanted. Should additional information be received, this file will be updated.